Event description:
On (B)(6) 2020 patient was in surgery for elective mitral valve and tricuspid valve repair. Surgeon and staff noticed air in the line from bypass machine, when air removed and placed back on bypass, one way valve on vent side was leaking. Perfusionist replaced with new valve with surgeon's notification. The new valve did not leak. Surgery continued. At the end of surgery, heart would not re -start. Patient placed on ECMO. Expired next day. FDA safety report ID# (B)(4).